Manufacturer narrative:
This report is submitted 25 november 2019. - attachment: [151627 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on aug 20, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.